Event description:
The customer reported that the system's right monitor touch screen would not work outside of a procedure. Also reported was that the system would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The right monitor, general purpose operating system and real time operating system printed circuit boards were replaced. The power supply was replaced. The system software was reloaded. The system was tested and found to be working as intended and put back into svc.